Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6: 4581 health effect - clinical code appropriate term/code not available: decreased heart rate the product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "the patient is fed through an og [orogastric] tube every 2 hours and every 4 hours we are to change the enteral extension tubing. When it was time to feed the baby for 0230, I was unable to disconnect the extension tubing from the og tube. It was completely stuck together. I tried cleaning the connection, used a heated damp cloth, a dry face cloth and gloves to try to get the og and extension tubing apart. But I was unsuccessful. My pod buddy attempted as well and was not successful either. As a result, the og tube had to be removed and a new one inserted on the patient in order for the baby to be fed. This patient has an issue with regurgitation with her feeds and any stimulation can cause her to reflux or vomit. As a result of the tubing failing this patient had to be woken up to insert the new og tube for her to be fed. She had a desaturation and a dip in her heartrate during this time requiring an increase in oxygen to help her recover."

Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample was examined in a well lit area. The extension set is secure attached to the feeding tube port. There are no visible cracks or breaks. The feeding tube and the extension set are intact, with no cuts or breaks. Attempt was made to disconnect the extension set from the feeding tube port. It could not be unscrewed by hand. Using two small pliers, it was finally possible to disconnect the extension set. The mating ports were then examined under magnification. Dried matter was observed at the base of the feeding tube port. The extension set appeared to be occluded inside the port. Once separated, no cracks, breaks or other damage was observed. A root cause could not be determined. All information reasonably known as of 03 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.